Event description:
No additional information.

Manufacturer narrative:
Photos received for investigation. Through visual evaluation, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found no no-conformances related to the reported issue during production of batch 2339626. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Replacement of the dial of the transfer disk will be executed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok stopper was defective/damaged. The following information was provided by the initial reporter: "deformed black plunger." One 20 ml bd syringe luer-lok ref# (B)(4). Lot 2339626, exp 2027-12-31. Deformed black plunger saved sample for return. Attached pictures . No patient impact since escalation to sterile operations manager occurred prior to use.